Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer received ongoing power source alerts after plugging the pump into a wall outlet, resulting in the pump shutting down. Subsequently, the customer experienced an elevated blood glucose displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. The customer continued to use the pump for insulin therapy.